Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon, ¿the image does not show up" was not reproduced. Based on the service manual, it was determined that defects in scope/camera head, ap board (patient-substrate), dp board (image board 3f), the receptacle u, and ap-dp flat cable could have likely caused the device issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during a laparoscopic procedure, the image with the visera elite video system center could not be seen. Subsequently, the intended procedure was completed by turning on the device again. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.